Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the scope lens glue was found chipped. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was cause traced to component failure indicating expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope , lens glue was found chipped. There was no patient involvement.